Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that caller got a red alert for low ra impedance: less than 200 ohms. The physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).